Event description:
It was reported that a user experienced signal loss between a dexcom g7 sensor and the ilet after successfully pairing the sensor with the dexcom mobile app, and customer support assisted with pairing to the ilet, after which the system displayed ¿pairing with sensor.¿ symptoms included no adverse physiological effects and no impact to blood glucose. Outcomes included no need for medical intervention and no interruption to therapy.

Manufacturer narrative:
Investigation included user education and troubleshooting. Investigation of this case revealed brief sensor communication issues limited to the ilet interface that were resolved through pairing steps. It was concluded that the device functioned as designed after re-pairing and that no device malfunction affecting glucose control occurred.